Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient reported that her continuous glucose monitor (cgm) did not alert on either the mobile device or the receiver for the patient¿s low alert threshold of 75mg/dl or for an urgent low value (55 mg/dl). Her husband woke up because she was turning in bed and mumbling in her sleep. He checked both devices and the reading was low. He did not notice any error message which might have indicated that there were no readings. He was unable to awaken her and gave her glucagon. He waited for 10 minutes and then called the ambulance because she still would not wake up. The emergency doctor who responded gave her d20 100 ml IV, d5 50 ml IV, and 100 ml 1/1 jonosteril and managed to wake her up. They performed a bg which was 44 mg/dl. The doctor and the patient made a mutual decision for her not to go to hospital because of the covid-19 pandemic to avoid the patient being exposed to the virus in the hospital. At the time of the report she was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient¿s parent stated the device did not alert for the patient¿s low alert threshold of 65mg/dl, on either the mobile device or the receiver. The patient could not be awakened, and a physician was called. Paramedics were called and gave her d20 100 ml IV, d5 50 ml IV, and 100 ml 1/1 jonosteril. The patient refused to go to the hospital and at the time of the report was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.